Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation es system users were not populated in the pyxis server when registered from care fusion, which hindered users from accessing the medication. This incident impacted users ability to provide patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the users were unable to login the station. A technical support specialist worked with customer to troubleshooted the issue to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, g1, h6 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system failed to populate users in the server when registered from care fusion, preventing access to the system due to active directory not syncing with the es server. A technical support specialist verified and requested the users to update their password and made a change on the server side by removing domain prefix from the vendor account, that was used to sync to active directory to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system failed to populate users in the pyxis server when registered from care fusion, preventing access to the system. There were no adverse events or injuries reported based on this incident.